Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device and non-boston scientific right ventricular lead exhibited high, out of range pacing impedance (greater than 3,000 ohms). A technical service (ts) consultant reviewed the device data available and recommended that the rv impedance is out of range (2,500 ohms). The shock impedance are stable at 65 ohms. There has been no noise seen on the rv channel. Ts recommended to monitor the patient closely through the home monitor system, and provided programming recommendations. The device remains implanted. No adverse patient effects were reported.